Event description:
It was reported that dr was performing a peripheral intervention and apparently after procedure was completed dr attempt to close the arterial puncture using a 6f celt device. Dr noted that when he turned the handle in a clockwise direction to open the distal wings that the handle appeared to jump back a distance but he was uncertain if the distal wings were fully open. Dr then proceeded to withdraw the sheath and the delivery system from the puncture site and the device with the implant still attached came straight out of the patient as the distal wings had not deployed. Manual pressure was applied to achieve haemostasis. The patient was discharged without incident.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the initial report being submitted by vasorum, follow up report will be submitted once investigation is completed. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that dr was performing a peripheral intervention and apparently after procedure was completed dr attempt to close the arterial puncture using a 6f celt device. Dr noted that when he turned the handle in a clockwise direction to open the distal wings that the handle appeared to jump back a distance but he was uncertain if the distal wings were fully open. Dr then proceeded to withdraw the sheath and the delivery system from the puncture site and the device with the implant still attached came straight out of the patient as the distal wings had not deployed. Manual pressure was applied to achieve haemostasis. The patient was discharged without incident.